Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door mini switch and latch was faulty. A field service engineer upon arrival, no active failures were observed; however, inspection revealed oxidation on the latch mini switches. The field service engineer powered down the station, replaced the mini switches, and restarted the device, but the issue persisted. The fse subsequently replaced the door latch assembly, restarted the system, and verified proper operation using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the door had failed and could not be recovered; when recovery was attempted, it opened, made three clicking sounds, and remained in a failed state. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.